Event description:
It was reported that the left ventricular lead exhibited high impedance. The physician decided to open the pocket and disconnect and reconnect the lead. The lead resumed normal function and the patient was doing fine after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.